Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's pacemaker and right ventricular lead exhibited noise. Episodes of noise reversion were noted. It was also noted that the pacemaker exhibited over-sensing of the noise. Programming changes were made. The patient was stable.